Event description:
The distributor reported the suction channel on the colonovideoscope was clogged with foreign matter. No patient harm reported. During the evaluation of the device, it was noted the suction channel had foreign matter due to insufficient cleaning. This report is to capture the reportable malfunction of suction channel had foreign matter due to insufficient cleaning noted at estimation.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The bending section cover adhesive was cloudy and missing. The bending section cover was cracked due to external factors. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The dots of the submersion detection sticker 1c were connected and stained. Scratches were found on the tip cover due to external factors. The tip cover was crushed due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further specified. Moreover, since it was confirmed that reprocessing was performed according to the instructions for use (IFU), the cause of the event could not be further presumed. It is suggested that the user perform reprocessing of the device according to the IFU. Olympus will continue to monitor field performance for this device.